Event description:
Spontaneous call form patient regarding defective mini spike dp1800sc lot 0061689037 or 0061695221 (not sure which lot), medication leaked through vent port. Patient lost approximately half a vial. Patient had a good back up spike and no interruption in therapy reported. No clinical issue reported. Reported to (B)(6) by: patient/caregiver.